Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to failure in opening all tubing clamps and shut-off valves/ensuring the actual pressure is below the target pressure/checking the tubing for pinches, kinks, or blockages, or incorrect tubing usage per dfu-0212-eor2_fmt_en

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/24/2025, it was reported by a facilities representative via (B)(4) that an ar-6480 dualwave pump would not generate suction when using the shaver tubing, and only generated suction with standard suction tubing. This was discovered during a case with no adverse impact on the patient.